Event description:
The customer reported via phone call that their insulin pump was alarming no delivery. The customer's blood glucose was unknown. The customer stated that they received three no delivery alarms. The customer explained that after changing the insertion site, cleaning it out and performing a complete set change, the issue was resolved. The customer was unable to perform troubleshooting because the alarm had already been resolved by a complete set change. The customer was advised to do a complete set change as soon as possible. The customer declined returning the infusion set and reservoir for analysis. The customer was advised to call back when the alarm occurred in order to troubleshoot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.